Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. The device was powered on and the reported issue was not duplicated, however error code 112 was confirmed during start up. The probable cause of the reported error code 112 was due to a faulty motor. As a result, the motor was replaced for preventive maintenance. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a system fault during testing. No patient injury was reported.